Manufacturer narrative:
An event of "dissection in the right coronary artery" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. The pressurewire instructions for use states that vessel dissection is a potential complication which may be encountered during all catheterization procedures. Additionally, torqueing the pressurewire without observing corresponding movement of the tip may cause vessel/ventricle trauma. The pressurewire instructions for use states that perforation is a potential complication which may be encountered during all catheterization procedures. The pressurewire instructions for use (IFU) states that the user should not torque the pressurewire without observing corresponding movement of the tip; otherwise vessel/ventricle trauma may occur. The pressurewire instructions for use (IFU) states that the user should advance or withdraw the pressurewire slowly and never push, withdraw or torque the pressurewire if it meets resistance.

Event description:
During a ffr measurement, the pressurewire x, wireless caused a dissection in the right coronary artery; which resulted in loss of flow. The dissection was treated by deploying two non-abbott stents. A clinical significant delay of about one hour was reported. A non-abbott device was used post-procedure to confirm stent placement. No additional information was provided.